Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13363, 2017865-2020-13365, 2017865-2020-13366. It was reported that the patient experienced a systemic infection. The source of the infection was unknown. The patient presented in clinic for a cardiac resynchronization therapy defibrillator system explant. Pocket erosion was present at the time of explant. All the leads and device were removed. The patient was stable.